Manufacturer narrative:
The insulin pump had a completely broken off reservoir tube lip and test reservoir unable to lock or click into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was cracked. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed that the reservoir can not lock in place. The insulin pump will be returned for analysis.